Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/15/2014). The patient¿s meter has been returned on 7/2/2014 and evaluated by lifescan product analysis on 7/3/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an ¿error 5¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2014. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. After the start of the alleged issue, the patient claimed she felt a symptom of sweaty. The patient treated herself with food and/ or drink. The patient did not test her blood glucose with another device. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the reported issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.